Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a new patients not crossing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: b5,d1,d4 & h4 - serial number, unique device identifier and manufacturer date not available additional information: concomitant device updated in d10 and h6 upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing. A technical support specialist (tss) identified download errors in multiple stations by reviewing the database synchronized applier logs. The tss verified that each station could upload data, then performed a soft synchronized without dropping the database and resolved the download issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a new patients not crossing.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.